Manufacturer narrative:
The device was received unused inside opened pouch with green cap and blue pull ring cap attached to the leads. A visual inspection with naked eye was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette had the first and last pull rings that were missing. This was noticed during set up. There was no patient involvement. No additional information is available.